Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were having a major issue: the other day the patient reported that they hit their back on the edge of the door where the stimulator was. The patient reported that they had been having issues that have been progressively getting worse, the vibration they were feeling was getting worse. Right now, the patient stated that it was "firing off so bad" it was causing spasms in their back. Normally, the patient stated they didn't feel stimulation in their back. The patient reported that it has been about a week since this accident occurred. The patient also mentioned that they had stage three renal failure (not alleged to be related to the device/therapy,) and noted that it felt like when they had kidney spasms. The patient was redirected to their healthcare provider to see if the stimulator got damaged, to see what was causing the firing of stimulation and the spasms and to further address the issue. No further complications were reported at this time.